Manufacturer narrative:
Based on the claim against the product by the customer noting the instrument in arm 1 was not behaving normally, an investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted prostatectomy radical salvage surgical procedure, the fenestrated bipolar forceps instrument on arm 1 was not behaving normally and did not have all directions range of motion. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.